Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call of issues with customer's insulin pump. The spouse reported the customer's pump alarmed for compromised force sensory system alarm. The customer's blood glucose level at the time of incident was 102mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to moisture damage on the force sensor resistor. The pump passed the displacement, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.